Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during setup the console displays a self test error. Device was tested 3 times, using the bootup sequence. One of the 3 times the 4-channel display gave nothing but static and noise using the test equipment. All connections were checked, and multiple test harnesses showed the same result. No communication was seen either on the wireless or the cable connection. System was in its own isolated outlet. No other cable tried. Issue was not resolved by repositioning or troubleshooting. There was no patient involvement.